Event description:
The customer reported via phone call that the insulin pump was no longer responsive after it had been exposed to moisture or fluid. The customer stated that the battery was removed and reinserted, but the insulin pump still had a blank display. The customer stated that the insulin pump was taken to the ocean and was exposed to the ocean water. Customer observed fluid under the insulin pump's liquid crystal display. The customer was unsure of the customer's blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assemblies. The insulin pump had corroded motor assemblies. The insulin pump was received with moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.